Event description:
The customer reported that the backup alarm failed. The device was in use when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that their v60 ventilator had a check ventilator backup alarm failed error that was reported by the respiratory department. Biomed reported that they were unable to duplicate the issue but verified that error code 1104 was in the significant log (only occurred one time in the logs). The remote service engineer (rse) recommended running the device and performing the performance verification tests. It was also recommended replacing the cpu or pm pcba. The customer was provided with the following parts numbers for the cpu pcba and the pm pcba. A follow up was performed by the rse, and it was reported that biomed had the device running for about a week, while they were at the shop, and no issues were observed. Biomed reported that the issue could not be duplicated during evaluation of the device.